Event description:
Physician: (B)(6), md at (B)(6) hosp. Preoperative diagnoses: advanced multisegmental cervical stenosis, 12 - cervical spondylotic myelopathy. Postoperative diagnoses: advanced multisegmental cervical stenosis, cervical spondylotic myelopathy. Operation: posterior cervical fusion c2 through c6 with corticocancellous allograft, locally obtained autograft, and rh bone morphogenic protein one medium ktt of infuse. Bilateral posterior cervical segmental instrumentation c2 through c6 with ti e synapse system synthes corporation. C2 through c7 cervical laminectomy for decompression of the spinal cord. Second emergency operation: (B)(6) 2011, preoperative diagnosis: posterior cervical compressive fluid collection seroma versus possible cerebrospinal fluid leak and upper extremity weakness. Postoperative diagnosis: deep posterior cervical compressive seroma. Operation: incision, exploration, and evacuation of a deep posterior cervical postoperative compressive seroma. First post-operative eval (B)(6) 2011: "(B)(6) returned today for his first post-operative f/u. His status post c2 to c6 cervical laminectomy and fusion with instrumentation, allograft, autograft, and rhbmp. This was performed on (B)(6) for his multi-segmental cervical stenosis and resulting cervical spondylotic myelopathy. He underwent an urgent incision and drainage/evacuation of a large seroma which had developed posterior to the spinal cord and which was compressive to the spinal cord. This was apparently the result of a vigorous inflammatory response to the bmp. My assessment of the seroma was therefore a bmp induced seroma. The seroma evacuation went very well. He was having severe pain prior to the evacuation and his pain completely resolved immediately thereafter. His wound was drained for some time and he was discharged to a rehab facility (B)(6) close to home and was recently discharged to home several days ago. The primary concern at this point in time therefore is his bilateral c5 and c6 post-operative palsies. He was given a prescription to participate in physical therapy/occupational therapy five days a week at a (B)(6) close to home. On (B)(6) 2012, post-op office eval with dr (B)(6). (B)(6) and I reviewed his neurodiagnostic studies together as well as his cervical mrf. I showed him all of the images. Once again, we discussed that there is nothing else that can be done proactively to grant neurological recovery. We once again discussed the uncertainty of any further neurological recovery that he may realize. I am afraid that what he has now is what he will be dealing with permanently." Therapy dates: (B)(6) 2011 at (B)(6). Infuse dose or amount: 8.4 mg.